Event description:
The caller stated there was a pilot balloon failure sometime during the last 16 days. The caller could not provide a specific date. The caller stated during the call that the tube was still in the patient and would be returned for investigation as soon as the patient was recannulated.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.